Event description:
Severe immune reaction to natrelle inspira silicone breast implants. Joint pain, hair loss, back pain, low cortisol, weight gain, irregular heart beat, skin rashes, fatigue, inflammation. FDA safety report ID# (B)(4).